Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead implant was unsuccessful because it would not fixate due to myocardial fibrosis. The lead was explanted and replaced. No patient complications have been reported as a result of this event.